Event description:
It was reported that a needle break occurred with a needle 21ga 1in. The following information was provided by the initial reporter, "needle breaks during a radiopharmaceutical drug preparation > radioactive contamination of the work environment."

Manufacturer narrative:
Investigation: bd has not been provided photos or samples for catalog 301156 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a needle 21ga 1in. The following information was provided by the initial reporter, "needle breaks during a radiopharmaceutical drug preparation > radioactive contamination of the work environment."